Event description:
It was reported patient underwent hip revision approximately 9 years post implantation due to pain and elevated metal ions levels. Altr was diagnosed on pre op MRI. During the revision surgery, a pseudotumor was noted with necrotic tissue and muscle damage. Debris was also noted on the femoral head and trunnion. The femoral head and liner were replaced without complication. No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed with operative notes provided. Revision op notes demonstrated that the patient was revised due to pain and elevated metal ions levels. Altr was diagnosed on pre op MRI. During the revision surgery, a pseudotumor was noted with necrotic tissue and muscle damage. Debris was also noted on the femoral head and trunnion. The femoral head and liner were replaced without complication. Patient reporting pain and 'developing some increased neuropathy and has also complaints of tinnitus. The patient has a footdrop that has been there for a few years.' 50% loss of abductors noted and some muscle loss of the quadriceps, early cystic tissue formation throughout the hip capsule. Black debris noted on the femoral head and trunnion. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Updated: h6: proposed component code: mechanical (g04)- head. Visual examination of the returned product identified dark debris and a circumferential groove pattern is seen on surface of the conical taper of the head. The stem remains implanted. The head was submitted for further analysis. Analysis determined a consensus modified goldberg score of 4. A score of 4 corresponds to damage over the majority of the surface with severe corrosion attack and abundant corrosion debris review of complaint history found no additional related issues for these items and the reported part and lot combinations. Root cause unchanged. This complaint was confirmed based on provided medical records and product. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis, due to location of device is unknown; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 02735, 0001822565 - 2019 - 02737, 0001822565 - 2019 - 02738.

Event description:
It was reported patient underwent hip revision approximately 9 years post implantation due to unknown injuries. Attempts have been made and additional information on the reported event is unavailable at this time.